Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused due to communication bus connection issue. A field service engineer instructed the customer to properly reset the communication bus connection to resolve the issue. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported when using the pyxis medstation es system that the helmer fridge was not recognized on the communication bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.